Event description:
Additional information received reported that the cause of the impedance issue was not determined and no lead fractures were found.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, serial# unknown, implanted: (B)(6) 2014, product type: lead; product ID 3093-28, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was that there were high impedances greater than 4,000 ohms on all combinations of electrodes #0 and #1. It was stated that the patient experienced stimulation in the wrong location, a loss of therapeutic effect, less than 50% therapy relief, and pain (lower limb). It was also stated that the patient turned off the implantable neurostimulator (ins) due to pain. After turning stimulation off, the pain resolved. The patient¿s status at the time of the event was alive and no injury. It was noted that the patient had medical history of constipation. A revision was planned, but no date was reported. There were no reported falls or trauma associated with the event. The revision took place on (B)(6) 2014. The lead was replaced. During the explant, the lead was broken; with no part remaining in the patient. The healthcare provider (hcp) decided to dispose of the lead. The impedances were tested after placement and were ok.